Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/07/2024, it was reported by a arthrex subsidiary employee via (B)(4) that an ar-1934-24ds drill is stuck in drill guide. This occurred during use in a case with no patient effect. This case was completed by new product of same catalog number.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged 2.4 mm bio-suturetak® disposable kit was received for investigation. Visual evaluation noted that the drill was stuck in the drill guide and unable to be removed. Functional testing was not performed due to the devices being stuck together. The most likely cause can be attributed to user error due to the application of prying or leveraging forces onto the drill bit while in the drill sleeve. Refer to investigation photo.